Manufacturer narrative:
This report is submitted on march 16, 2020.

Event description:
Per the clinic, there was a loss of implant osseointegration shortly after the initial implant. The patient was not reimplanted with a new device.